Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the top portion of the touchscreen was not responding. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer called and spoke with a remote service engineer (rse) to report the observed issue, and to request the part information for a touchscreen. The rse provided the customer with the part number of the touchscreen to order and replace.